Manufacturer narrative:
(B)(4). Report source: report source, foreign - event occurred in (B)(6). Concomitant medical products: medical product: g7 bispherical shell 52e catalog #: 110017332 lot #: 6531285, medical product: e1 std poly liner e32 catalog #: 010000849 lot #: 6505040, medical product: taperloc complete pps, reduced distal, high offset catalog #: 51104120 lot #: 6435533. Multiple MDR reports were filed for this event, please see associated report: 3002806535-2019-00784. The investigation is in process. Once the investigation is complete, a follow-up MDR will be submitted. Remains implanted.

Event description:
It was reported by the hospital that a patient underwent initial hip arthroplasty. Subsequently, the patient suffered wound leakage and possible infection. The patient was admitted to hospital for 8 days and the wound was superficially flushed in the operation room. The patient was prescribed antibiotics.

Event description:
It was reported by the hospital that a patient underwent initial hip arthroplasty. Subsequently, the patient suffered wound leakage and possible infection. The patient was admitted to hospital for 8 days and the wound was superficially flushed in the operation room. The patient was prescribed antibiotics.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.